Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 235 mg/dl back to back with a result of 33 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that she was feeling weak and nauseous when the 235 mg/dl result was obtained and she took 10 units of humulin 70/30. Reporter indicated that she self-treated with a coke after the 33 mg/dl result was obtained. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.